Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (550 mg/dl), and diabetic ketoacidosis. Customer was treated with insulin and saline, and released the same day.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.